Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The reported event of a broken probe tip was confirmed. Visual analysis found the outer sheath of the insertion section loose and buckled. A burned mark was observed on the surface of the grasping section. It is believed that the insertion section outer sheath damage was attributed to the trocar with the edged portion, being inserted and withdrawn with excessive force while hitching on the edged portion. It was the insertion section at the probe tip was cracked and split open.

Event description:
It was reported by the user facility that during an unspecified procedure, the tip of the device cracked. There was no patient injury reported. No additional information was provided.